Event description:
Major pump unit(s) involved: external control system failureadditional text: system controllerspecific component(s) involved: external controller malfunctionadditional text: system controller- unknown alarm. Pt could not diagnose; reports alarming & beepingother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction